Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed incorrect interpretation of signal and functional undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.